Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer miscalcuated their bolus which caused them to go low. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.